Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the system power manager (spm) to correct the reported problem. The system tested and verified as ready for use. Isi has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post failure analysis evaluation. Although the complaint was not confirmed by failure analysis, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted prostatectomy-radical w/ lymphadenectomy surgical procedure, clinical sales representative (csr) contacted isi technical service engineer (tse) and reported that the operating room (or) lost power and it was reported that the patient side cart (psc) shutdown without any notice or countdown. System turned back on when or power returned, and the case was completed. Tse reviewed onsite logs and confirmed mid-procedure restart but no errors on the battery circuit. Tse found error #1100 on the vision side cart (vsc)-core power supply though. The staff was able to complete the case after power was restored in the or. Isi field service engineer (fse) was dispatched to site to further troubleshoot. Isi followed up with the initial reporter and obtained the following additional information: the date and time of the da vinci-assisted surgical procedure performed was (B)(6)2024, unsure of exact time, was in the am. Customer confirmed the backup battery did not turn on that we could tell due to losing power to robot. No injury to the patient was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the system power manager (spm) and completed the device evaluation. The unit was analyzed and connected the spm into the xi test system which powered on indicating green led's and no errors. There was still battery back-up power once the power cord was unplugged. The spm status showed the voltage and current were normal. The unit underwent 10 power cycles and idled for one hour with no issues.

Event description:
Refer to h10/h11 for follow-up information.